Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 1 of 6 it was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was coagulation in the whole blood sample. The sample was recollected. Additionally, before use an unspecified number of tubes were reported to have low additive quantity. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for insufficient additive quantity was observed. However, the failure mode clotting could not be observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of insufficient additive quantity was not observed. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient additive quantity. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaint.

Event description:
Patient 1 of 6. It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was coagulation in the whole blood sample. The sample was recollected. Additionally, before use an unspecified number of tubes were reported to have low additive additive quantity. There were no health consequences or impacts reported.